Manufacturer narrative:
The difficulty engaging the red button to disconnect the driveline was reported to be due to the oil-like moisture that was visible at the connection. The oil-like moisture is related to fluid ingress and is therefore due to use(r) error. There was no adverse patient impact reported and the event was determined not to meet the requirements for reporting on the pump. Manufacturer's investigation conclusion: a specific cause for the reported difficulty disconnecting the driveline and the visible oil-like moisture on the driveline, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6), could not conclusively be determine through this evaluation. The submitted log file showed the pump operating as intended above the low speed limit for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14dec2012. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The patient handbook, under section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 4 of this handbook contains information on ¿caring for the driveline.¿ the patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The IFU section 8 entitled ¿equipment storage and care¿ and patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange since they continued to have alarms on their new clips. While exchanging the controller, the red button was unable to be pressed appropriately for removal of the driveline as there was a visible oil-like moisture at the driveline. Because of high speed and patient symptoms the driveline was not cleaned before being placed into new controller. Controller was exchanged, after reconnection and pump restart patient did well. Controller MFR #: 2916596-2021-06989.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.